Manufacturer narrative:
Complaint conclusion: an angioguard rx (5mm basket diameter/180cm) was taken out of the tray and found that the guide wire was separated from the sheath. The operator refused to use it and returned the product. The device was stored in the cath lab according to the IFU (instructions or use). The device was stored in the cath lab for one month. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to use. The integrity of the sterile pouch was not compromised. There was no reported difficulty removing the product from the packaging. Another product was used to complete the procedure after the reported product issue. The procedure was completed successfully. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was returned for analysis. A non-sterile unit of product angioguard rx embolic capture guidewire (ecgw) system 5mm/180cm was received inside of a clear plastic bag. Per visual analysis the returned components are the capture sheath, the delivery sheath, the ecgw system and the torque device. The ecgw system was returned already inserted into the delivery sheath with the filter basket already deployed. Torque device was returned loose and not fixed to the angioguard. One unzipped condition was noted, on the delivery sheath located 31.5 cm from the distal end with an 8.5 cm length. No separated condition was noted on the distal or proximal end. No other damages or other anomalies were noted. Per microscopic analysis no damages or anomalies were noted related to the reported event. A product history record (phr) review of lot 35235564 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip (ecgw) - separated during prep¿ was confirmed through analysis of the returned device. However, an unzipped condition was observed on the delivery sheath. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, procedural or handling factors may have contributed to the event during analysis. According to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the angioguard rx (5mm basket diameter/180cm) was taken out of the tray and found that the guide wire was separated from the sheath. The operator refused to use it and returned the product. The device was stored in the cath lab according to the IFU. The device was stored in the cath lab for one month. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The integrity of the sterile pouch was not compromised. There was no reported difficulty removing the product from the packaging. Another product was used to complete the procedure after the reported product issue. The procedure was completed successfully. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection.